Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. While on support, automated impella controller (aic) failed to recognize the purge cassette. The aic was replaced, and the case continued. Additional information noted that the patient expired on support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The date of this devices return for evaluation is unknown. The investigation for the reported aic - purge disc/flag issues has been completed. The product was returned and the aic - purge disc/flag issues was confirmed. Console logs from the reported day of event are consistent with complaint and show multiple "piston blocked" events, however no evidence of purge disk not being detected (to the contrary - disk was detected during case start). As a result, de-airing procedure could not be completed. After console was received and inspected, it's been observed that purge motor shaft was immobilized due to dextrose contamination. After the assembly was cleaned, the issue was resolved. The cause of the aic issue was contamination. This report is being filed as part of a retrospective review of historical records.